Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead oversensing of noise. It was noted there was also high and low impedance observed. The lead remains in-situ and was replaced. No further patient complications have been reported as a result of this event.